Event description:
It was reported to boston scientific corporation that a spaceoar vue device was going to be used in a spaceoar vue implant procedure, performed with local anesthesia, on an unknown date. During spaceoar vue kit preparations, black specs floating around in the hydrogel vial were noted. A new spaceoar vue kit was used to complete the procedure. No patient complications were reported as a result of this event. It was also reported that the patient received planned radiation treatment.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2023. Device code a180104 is being used to capture the reportable event of foreign material present in device.